Event description:
Related manufacturer reference number: 2017865-2025-10951. It was reported that the patient presented for an initial implant procedure. Post-procedure, it was noted that the patient's implantable cardioverter defibrillator (ICD) had migrated and ended up taking the rest of the slack from the right ventricular (rv) lead. As a result, high capture thresholds and r-wave amplitude variation was exhibited. The patient presented for a lead and pocket revision on (B)(6) 2025. During the procedure the rv lead's helix could not be extended after a re-positioning attempt. The pocket was revised, and the rv lead was explanted and replaced. There were no patient consequences.